Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that within fifteen minutes into patient¿s hemodialysis treatment, the venous bloodline became black and clotted. Upon follow up, the clinical manager reported that patient¿s estimated blood loss (ebl) was approximately 200 ml. The clinical manager stated that the fresenius 2008t hemodialysis machine alarmed (unspecified alarm). The patient was moved to another machine and treatment successfully with new supplies. Additionally, the clinical manager confirmed that the patient has returned to her scheduled hd treatment with no reported issues. Upon inspection of the 2008t hemodialysis machine by the biomedical engineer (biomed), a small hole was noted in the line returning to the machine from the blue hansen connector. The machine had passed functional testing prior to initiation of hd treatments. Functional testing was done by the biomed and the machine passed testing. The machine currently remains sequestered until inspection by a fresenius regional equipment specialist (res). Additional information obtained through the biomed documented that there was no hemolysis experienced by the patient. Per the biomed, the hose clamp for the dialysate hose has sharp edges that are cutting into the silicone resulting in leaks.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found one previous customer experience with the issue of venous pressure alarm within 90 days of the notified date. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."